Event description:
Pt rec'd an angio-seal device. Sometime later, the pt developed nausea and became hypotensive. The pt was taken to surgery for evacuation of a small hematoma and partial removal of the angio-seal device. (The suture was removed and the anchor was sutured to the inguinal). The pt is recovering and doing well. The physician believes that this event was physician's fault, as the angio-seal device puncture site was high and possibly through the inguinal. It should be noted that co's records indicate that the physician has not been certified to use the angio-seal device.